Event description:
It was reported that during the implant procedure, the rv and svc coils were always over 200 ohms. Device implant was canceled. The operator seemed to doubt this event was device related and analysis was "demanded". It was also reported that the grommet surfaces were damaged. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the grommet had been damaged.